Event description:
It was reported that "when the nurse prepared the intubation material for the surgical patient, she found that the blue balloon at the front of the double-lumen bronchial intubation could not be filled. After inspection, it was found that the cuff was leaking, and it was immediately replaced with a new one without causing adverse consequences.". Issue detected prior to patient use. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that, "when the nurse prepared the intubation material for the surgical patient, she found that the blue balloon at the front of the double-lumen bronchial intubation could not be filled. After inspection, it was found that the cuff was leaking, and it was immediately replaced with a new one without causing adverse consequences." Issue detected prior to patient use. No patient involvement reported.